Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint. And it has been determined, that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed, the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed. And a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (addtl mfg narrative), d4( serial no), h4 (device mfg date) have been updated, since they were incorrectly documented in the previous report.

Event description:
Customer received a "replace sensor" message, while wearing the adc freestyle libre sensor. And was therefore, unable to obtain scan readings. Customer "nearly fainted". Requiring treatment with glucagon by his partner. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and the serial number provided is not valid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted."

Event description:
Customer received a "replace sensor" message while wearing the adc freestyle libre sensor and was therefore unable to obtain scan readings. Customer "nearly fainted" requiring treatment with glucagon by his partner. There was no report of death or permanent injury associated with this event.